Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. The patient's right ventricular (rv) lead was noted to over-sense noise resulting in pacing inhibition. The physician elected to cap and replace the rv lead on (B)(6) 2024. The patient was in stable condition throughout.